Event description:
The reporter stated, the surgeon was inserting a competitor's lens but could not get the inserter into the pt's eye. The incision was enlarged and another same type lens was implanted. The incision was sutured.

Manufacturer narrative:
Results: a cartridge lot number search was performed and no similar complaint found.